Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her scs charger and the ipg. Troubleshooting showed the patient programmer does not communicate with the patient's scs ipg and only displays a communication error. The patient stated she last had stimulation and charged the ipg a month ago but the stimulation was too strong, so she turned her stimulation therapy off but first she charged the ipg to full. In addition, the patient stated when she attempted to use her stimulation again the charger and programmer could not locate the ipg. The patient stated she fell out of bed three weeks ago and fell right on her left hip where the ipg is located. The patient also bumped the ipg site on a door jam several times. Surgical intervention may be taken at a later date to address the issue.